Event description:
This is filed to report the recurrent mitral regurgitation requiring intervention. It was reported the initial mitraclip procedure was performed on (B)(6) 2022 to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted reducing the mr to a grade of 1. The patient returned at a later date with the mr increased to 4. The implanted clip was stable on both leaflets. A second procedure was performed on (B)(6) 2022. One clip was implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date estimated.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the available information the cause of unchanged mitral regurgitation (mr) cannot be determined. The reported patient effect of mr is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization and medical intervention are the results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.b3: date of event updated.

Event description:
Subsequent to the initially filed medwatch report, additional information was received. The patient returned on 4/11/2022, where it was noted the mr had increased to 4. No additional information was provided.